Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "defib fault 109" message. Zoll medical corporation has not rec'd the device for eval and this complaint is still under investigation.